Manufacturer narrative:
The insulin pump was monitored for 24 hours with multiple basal rates. No blank display was noted. All operating currents were normal. However, moisture damage was found on the electronic and motor assembly. The basic occlusion, occlusion, prime, and excessive no delivery alarm tests could not be performed due to the broken off end cap. No stuck insulin pump or rewind anomaly was noted. The insulin pump was received with minor scratches on the display window, cracked case at the display window corners, cracked reservoir tube lip, cracked reservoir tube lip, cracked reservoir tube near the reservoir tube window, cracked battery tube threads and a missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a blank display and had a crack by its screen. The blood glucose reading was 101 mg/dl. The customer stated that she was trying to prime the insulin pump, but it refused to. She stated that it was stuck and not working. After changing the battery in an attempt to resolve the issue, the display went blank. She said that the 1 inch screen by the display screen had been there for a while. Advised return of the insulin pump for analysis. Nothing further reported.